Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a onetouch ultralink meter was reading inaccurately compared to another meter. The patient alleged obtaining readings of "169mg/dl" on the lfs meter and "113mg/dl" on a hospital meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl, obtained within 30 minutes of each other. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The meter involved in this complaint has been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter has passed all testing with no faults found, the complaint was not confirmed. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this complaint has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter has passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.